Event description:
This rv lead was implanted on0 (B)(6) 2010 and was capped on0 (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that this lead has an intermittent high impedance and minute ventilation chop. The rv lead appears to have a possible spring connector issue. The following physician was dr. (B)(6) at (B)(6) hospitals in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).